Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on a supplemental report.

Event description:
On (B)(6) 2012, the patient underwent the surgery with the t2 recon nail for pathological fracture. After three months, when the surgeon confirmed x-ray, the nail was broken. The surgeon is planning the extracting surgery of the broken nail, and biopsy. The surgeon is monitoring the patient for now.